Event description:
The autosuture stapler was within the operative site; stapler did not release fully and tissue was retained in the jaws/staples. Surgeon performed a thoracotomy to remove the tissue from the stapler and withdraw the stapler from the operative site.